Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. The photo shows a backcheck valve and a y-caresite. Because of the condition of the photo being in black and white a proper evaluation was not able to be performed. The provided picture does not offer the details necessary to confirm the reported defect or determine any root cause at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description cracking of blood set at junction of back check valve and caresite valve. No injury reported.